Manufacturer narrative:
No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during planned maintenance (pm) the vertek arm was found to be loose, and the lan connector was found to be damaged. There was no patient present when this issue was observed.